Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of low blood glucose readings and lost sensor alarm from the insulin pump. The customer's blood glucose reading was 39 mg/dl. The customer stated that in the morning after three days, her sensors were lost. The customer stated that the pump was not communicating with the transmitter. The customer stated that the lost sensor alert occurred after the initiation period. The customer declined to troubleshoot for low readings.